Event description:
It was reported that an anonymous customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (value not provided); cause was unknown. Bg was addressed via intravenous insulin. Reportedly, customer was released an unknown amount of time later with the issue resolved. As customer was anonymous, tandem technical support was unable to obtain additional customer or event information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.